Manufacturer narrative:
Device returned with the outer box, outer sterile barrier packaging, and inner sterile barrier packaging opened. It was not possible to evaluate the returned device for a breach.

Event description:
When opening the device packaging, it is alleged that the inner sterile barrier packaging was breached. The device was not used in surgery.